Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient's controller display is not readable on the right side. The controller was exchanged by the site. There was no reported patient injury as a result of this event. The controller, (B)(4) was returned to manufacturer for evaluation. The controller passed visual and functional testing on the bench with no malfunctions observed; the display was normal. The root cause of the reported "display error" event could not be conclusively determined as the device functioned per specification, however, it is possible that user error/perception may have attributed to the reported event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Controller (B)(4)/1403us - expiration date: 07/31/2014. (B)(4).

Event description:
Approximately seven months post heartware lvad implantation, it was reported that the patient's controller had a defective display. The controller was exchanged and returned to heartware for analysis. There was no reported patient injury as a result of these events. Investigation is ongoing.